Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (left: 500cc, right:475cc) and experienced bilateral capsular contracture (unknown grade) postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified breast implants on (B)(6) 2022. The event date is estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture section d 6b. Date of explantation: (B)(6) 2022. If certain information is unknown, not available or does not apply, the section/field of the form is left blank.manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (left: 500cc, right:475cc) and experienced bilateral capsular contracture (unknown grade) postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified breast implants on (B)(6) 2022. The event date is estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.